Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after performing venipuncture using a bd angiocath¿ IV catheter, leakage occurred at the prn connection. There was no report of injury or medical intervention. - (B)(6), rn.

Manufacturer narrative:
Bd received one sample from the customer in support of this complaint. Our quality engineer was able to verify damage to the luer connection of the adapter. The root cause was determined to be variations in the alignment of the metal tips in the machines that perform the catheter tipping that may cause the damage verified in the adapter. Improvement actions in the process in order to avoid adapter damage are being taken. Among the main ones are the standardization of the metal tips, alignment of the arms and other repairs in tipper machines that perform the tipping of the catheter. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Variations in the alignment of the metal tips in the machines that perform the catheter tipping that may cause the damage verified in the adapter which may cause the incidents reported in this complaint.